Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) eroded through the patient's skin. While removing the device from the pocket during the revision procedure, the device header appeared to be bent. When the header was manipulated, a noise was heard and the header was found to be loose. The device was explanted and replaced with another guidant crt-d.